Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and system recognition and engagement passed. The instrument is fully functional, the tips "locking up" failure could not be replicated. Engineering also observed deep scratches on the main tube, located approximately 1 inch from the intersection with the proximal clevis, with material removed. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the maryland bipolar forceps instrument tips were "locking up". No other information was provided. No patient harm, adverse outcome or injury was reported.